Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to high pacing thresholds. Additional information indicated that the high threshold was chronic. The physician and the patient decided to put in new leads to get better thresholds. This ra lead is no longer in service. No additional adverse patient effects were reported.